Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger pcb was evaluated, replaced, and adjusted to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a pt injury or death associated with this event.